Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that removed and checked unit safety disk, which was found to be ok. Checked and performed drive regulator calibration test, found ok. Unit was observed on trainer and balloon for more than 3 hrs. Unit is working fine. No issue was found. Unit kept under observation. Product passed all functional and safety tests per manufacturer specifications. Based on the evaluation, no issue was observed after calibration; however, the event was documented in the device logs and supporting photos. Therefore, a definitive root cause evaluation could not be performed.per the dfmea, the most probable underlying cause remains component reliability or fatigue.

Event description:
It was reported by the customer that before use the cardiosave intra aortic balloon pump (iabp) had autofill failure. There was no patient involvement reported.